Event description:
Information was received indicating that the 15mm connector to a smiths medical portex griggs percutaneous dilation tracheostomy was found to be leaking air. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: one percutaneous suction aid tracheostomy tube was returned for analysis in good condition. Claimed connector was found to be without any damage and without any molding defect, fully connected with tube body. The sample was then submerged underwater while the cuff was inflated; no leak observed. Based on the evidence, the complaint was not confirmed as there was no fault found.